Event description:
Dx: r hip osteoarthritis/osteonecrosis. Pmhx: hyperlipidemia, hx/o colon and rectal cancer s/p chemo and radiation therapy. Allegedly pt did well initially post-op and then began experiencing thigh and groin pain in 2006. Pain was minimal until 2008. Pt rose from bed one morning and began experiencing severe groin pain. No relief from meds. Pt came to the office and his conserve plus cup had vertically shifted. He was revised to a trabecular metal cup w/poly liner.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Add'l info has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed. This is the same event as 1043534-2008-00035.